Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the flow was unstable, the temperature was not as expected and frost was observed on the coaxial connector. The balloon catheter and coaxial umbilical cable with resolve. Additionally, the sheath was observed to have slipped into the right atrium. While retrieving the sheath back into the left atrium, the sheath kinked. The sheath was replaced. It was further indicated that the second sheath again slipped into the right atrium and kinked. At this point, the case was aborted while the patient was under general anesthesia. Following the case, while trying to obtain the data files, the console display screen showed a flashing white bar. The console was shut down and restarted multiple times without success. A field service visit was scheduled for a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the bin files were returned and analyzed. The bin files showed that at least nine injections were performed with two balloon catheters without any issues on the date of the event. The product issue reported is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.